Event description:
The customer reported intermittent table communication errors and intermittent fluoroscopic functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The f11 fuse on the table was evaluated and replaced. The system was tested and found to be working as intended and returned to service.